Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital 15 days post-implant with fever and loose stool. The patient was treated with antibiotics but no improvement was observed. Blood cultures and a transesophageal echocardiogram were performed confirming bacterial endocarditis with vegetation on the right atrial (ra) lead. Additional antibiotics were provided and the patient underwent a procedure wherein the device and leads were explanted. No additional adverse patient effects were reported.